Event description:
Pt on bypass and developed a gradual drop of venous o2 noted. Pt had o2 sat of 50%. Placed in trendelenburg position, ventilated with 100% o2. Suspected a problem with the oxygen blender. The oxygenator was changed. MFR rep came out and confirmed that oxygen blender had failed. Air had been noted in line.